Event description:
It was reported that the patient presented in the hospital on (B)(6) 2017 suffering from pneumonia, lung cancer and possible non-st-elevation myocardial infarction. The patient expired on (B)(6) 2017. There is no known allegation from a health professional that suggests the death was related to the device. No further information was available.